Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Without a lead serial number, the manufacturing date cannot be determined. Evaluation summary: 6949 lead: no anomalies found, however defib conductor was distorted and fractured (overstress), outer tubing kinked/buckled, outer tubing overlay melted, outer insulation torn, white substance on exposed defib coil, helix distorted/bent, apparent explant damage noted, and blood found on outer tubing overlay, distal conductor, and on helix mechanism; the analyst noted that destructive analysis could not be performed because no information about the lead was returned; distal segment returned and analyzed.

Event description:
It was reported that the lead had sensing difficulty. The lead was removed. No patient complications have been reported as a result of this event.